Event description:
It was reported that a mreye embolization coil broke during use. The coil broke during the placement of the angiogram catheter. The broken coil was removed using a "trap". Additionally, a photo of the coil was provided which shows elongation and separation of the coil. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that a mreye embolization coil broke during use. The coil broke during the placement of the angiogram catheter. The broken coil was removed using a "trap". Additionally, a photo of the coil was provided which shows elongation and separation of the coil. The procedure was completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one partial coil in a used and damaged condition for evaluation. The coil was received in several pieces and was stretched and elongated. Cook has concluded that the device was manufactured to specification additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_ce_imwce_rev6] packaged with the device contains the following in relation to the reported failure mode: ¿precautions this product is intended for use by physicians trained and experienced in embolization techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Perform an angiogram prior to embolization to determine correct catheter positions. Prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the catheter was not sufficiently flushed prior to the coil introduction which could cause the coil to not smoothly transition through the catheter and possibly damaging it. However, this possibility could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.